Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5fr sheath, after drug-eluting beads transarterial chemoembolization (deb-tace) procedure. Reportedly, a hematoma (size unknown) developed at the access site. No intervention was required. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.